Event description:
It was reported that the tip of the driver broke off during insertion of the bone screw. The tip of the driver was not retrieved, the rod was able to be passed over the sheared off tip. No additional patient complications were reported.

Manufacturer narrative:
For use by user facility/importer (devices only). (B)(4). Visually confirmed the instrument tip has been broken off. Additionally, the angulation of the fracture surface suggests bend stress overload. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness was also found to be within print specification. Fracture surface analysis reveals a quasi-brittle fracture with river lines, consistent with overload. The above findings are consistent with bend stress overload.